Manufacturer narrative:
Lumenis investigated the reported event by contacting its foreign distributor to request additional information which had been provided. A lumenis certified service engineer evaluated the subject device two times after the event, once on november 16, 2017 and again on november 23, 2017, and after performing electrical safety tests on the system he confirmed the system passed all tests and met specifications. System malfunction is not the suspected cause of the reported event. The engineer also spoke with the nurse who had felt the shock, and she had confirmed that "she was not really sure about the electrical shock, but she had felt a little pain in the finger. She had not been treated for the shock. And she is fine". No injury was sustained. The nurse further added that "the fiber was not working, I think it was a fiber trouble". As lumenis cannot rule out malfunction of the fiber delivery device, in an abundance of caution lumenis is reporting this malfunction. Lumenis believed the most probably root cause of the event to be a fiber fracture/break, and the nurse most probably made contact with the fiber fracture either during lasing or immediately after the break. Both situations could result in the reported electrical shock-like sensation. The subject delivery device is expected to be returned to lumenis for analysis. Upon receipt and completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
A foreign user facility reported that while a nurse was removing a lumenis fiber optic delivery device from their lumenis pulse laser system, she felt what seemed like a light electrical shock from the middle of the delivery device (about one meter away from the fiber port). No report of patient injury associated with this incident was received